Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 121, blood glucose reading 336mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications. In addition, performed bicarbonate buffer test; sensor passed with accurate readings. We were unable to confirm adhesive anomaly due to sensor was returned opened/used. Also found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.